Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: g3; b3; d10 - the reportable awareness date of this file should of been 31 mar 2022 rather than 1 apr 2022.